Event description:
It was reported that the patient experienced a lack of therapeutic effect. The patient was not doing anything at the time they lost stimulation. Stimulation ceased suddenly while patient was seated. Patient's status is considered "fair".